Manufacturer narrative:
Date of this report: 08/14/2018. International UDI: (B)(4). The customers biomedical department performed a full performance verification test on the ventilator and do not believe the ventilator was the cause of the incident. The customer also tested the alarm volume and found no anomaly. No parts were replaced by the customer. The ventilator error log report and the sound level data was reviewed by a philips engineer and no issues were found. The customer stated they will not return the ventilator to philips for further investigation. The ventilator is back in use at the customer facility. The customer has put a process in place at their facility to instruct the clinicians to check the volume levels on the ventilator when setting up a new patient.

Event description:
The customer reported that a patient was found with mask tubing disconnected from the mask and the patient expired. The patient was located in an isolated room in the ward with the door closed. The ventilator audibly alarmed and the alarm was not heard by the caregivers. The customer reported that the patient expired.